Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result at 3:35pm of 351 mg/dl on their blood glucose meter. The reading was sent to the pump, but the consumer did not allow any insulin to be injected. The consumer (unk time frame, sometime after that result) passed out and was taken to the hosp. At the hosp, the consumer reported they tested her on their unk meter; it read 25 mg/dl. The meter and test strips in question will be returned for eval.